Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned due to a product performance issue. A new device was implanted. No additional patient effects were reported.